Event description:
It was observed that during the device evaluation, the camera head exhibited electrical contact corrosion, main body flooding (lens), cable flooding, and image capture flooding. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion, main body flooding (lens), cable flooding, and image capture flooding. A probable root cause cannot be identified. Based on the results of the investigation, it is likely that the following led to the (electrical contact corrosion) malfunction: the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. The following led to the flooding malfunctions: damage to the head-side cable stress boot. A device history record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.